Manufacturer narrative:
Block h6: device code a0510 captures the reportable event of the retraction problem.

Event description:
It was reported that during a sacrospinous ligament suspension procedure, the carrier would not retract back into the device. The procedure was completed using another capio slim device and there were no patient complications reported.